Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution clip was used in the stomach during a polypectomy procedure performed on (B)(6) 2024. During the procedure and inside the patient, after the clip grasp the tissue, the clip could not be deployed since the connection of the clip advancer would not disconnect. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution clip was used in the stomach during a polypectomy procedure performed on (B)(6) 2024. During the procedure and inside the patient, after the clip grasp the tissue, the clip could not be deployed since the connection of the clip advancer would not disconnect. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
H6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. H11: investigation results: the returned resolution clip was analyzed, and a visual and microscopic evaluation noted that the device was returned with the clip assembly. In addition, there was no activations performed and was detached from the bushing but attached to the control wire, which shows evidence of soft deployment. No other problems with the device were noted. The reported event of clip unable to release from catheter was confirmed. Upon analysis, the clip assembly was returned with evidence of soft deployment. However, there was no activations performed. This means that the capsule became detached from the bushing, losing its functionality to open and close properly. The soft deployment may have been caused by the insertion of the device into the scope, the physician's technique, or any unrecorded impacts to the joint during preparation. The joint capsule bushing might have detached due to an external force impacting this joint. However, these are only hypotheses. Therefore, the most probable root cause of this complaint is adverse event related to procedure since there were operational factors that could have led to the malfunction of the device.